Manufacturer narrative:
(B)(4).

Event description:
The first hawkone device was inserted into the body and 4 passes were completed. The physician pulled device out to clean. While cleaning the hawkone, there was plaque protruding from the sidewall of the catheter. The physician replaced the hawkone with a second hawkone. The device entered the body, and 3 passes were completed. The device was removed for cleaning and the same issue occurred, with the plaque protruding from the sidewall of the catheter. A third plaque excision device was pulled, but would not work, therefore, the procedure was completed with dcb. No injury reported.

Event description:
Evaluation summary: the hawkone device was received for investigation. The device was inspected and a tear was seen in the tecothane jacket on the "belly" of the distal assembly approximately 1.8cm from the distal tip. At the location of the tear, biological material was extruding. No other damages were noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.